Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. The pump read starting volume was 480ml, continuous infusion rate 480ml per 24 hours, reservoir volume 0ml, and 480ml given; however, 118.9ml was left in the cassette. The pump was restarted and the remaining medication was infused, but the pump never stopped and the tubing filled with air. When the tubing was clamped, the pump continued to run. Per the reporter, there was no patient harm.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.